Manufacturer narrative:
The correlation to action #98586 could not conclusively be determined because the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results including a determination of correlation to action #98586. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone14.8, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod was leaking during wear. When removed from the infusion site, on their abdomen, the pod was reported to be discolored. Additionally, the patient reported there was a bump on their skin, at the infusion site. The pod had been worn longer than 48 hours. No impact to blood glucose levels were reported. As treatment, a new pod was placed.